Manufacturer narrative:
E1: reporter institution phone number: (B)(6). E1: reporter phone number (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on a g40e patient monitor indicating that the monitoring results were inaccurate. The device was reported to be in clinical use at time of event, no adverse event to the patient or user was reported.